Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high pacing threshold measurements. A lead revision was performed where this lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.